Manufacturer narrative:
There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. Regulatory report number: mw5136032.

Event description:
A voluntary medwatch report was received via the FDA on 08 sep 2023 regarding a patient of unspecified pathology, stating the patient expired due to a cerebral hemorrhage at an unspecified time on (B)(6) 2011. Additional follow-up was not possible due to the limited information provided and the elapse of time since the event occurred. A causal relationship to the device cannot be determined from the available details of the case.